Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. The device was returned to baxter healthcare for further investigation. A review of the device history record did not reveal any issues related to the reported event. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that the visual inspection found no issues related to the reported event. The power on self-test was performed with no issues found that could be related to the reported event. The one hour therapy was completed without error or alarm. The device service history record revealed that the device had not been serviced within the past year. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.